Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture reviewed, no statement regarding broken screws possible. On picture, a screw is visible, but it is not possible to determine if the screw is broken or not. A device history record (DHR) review was conducted: part: 805.604.04s (contains 4 parts), lot: 1l08064, manufacturing site: bio oberdorf, release to warehouse date: 27.nov.2018, expiry date: 01.nov.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a cranial metopic synostosis was performed using with rapidsorb strut plate and four (4) 4mm rapidsorb cortex screws. During the procedure, the surgeon follow all the steps as per recommendation: first, the surgeon used the template to select the proper plate; secondly, the surgeon prepared the water bath fifteen (15) minutes before the procedure (65-75 c); then, made the drilling and taping in a proper way; and lastly, the surgeon tried many times to fix the plate with four millimeter (4mm) screws. The screw head broke. Fixing the plate was tried again, but all four (4) screws failed. In the end, the surgeon used one (1) plate and secured it with a normal surgical suture. The procedure was extended for two to three (2-3) hours due to the broken screws. Patient outcome was unknown. This report is for a four pack of rapidsorb cortex screws. This is report 1 of 1 for (B)(4).